Event description:
It was reported that during surgery the femur crack during the insertion of the stem. The surgeon tried to fix the fracture with dall-miles cerclage wire around the femur. This complaint happened in a clinical study (cls brevius) and the event was reported as moderate adverse device experience. The event has been resolved and the patient was allowed full-weight bearing 45 days post surgery. Relevant medical history: post-traumatic arthritis with lengthening of left femur. The patient is a smoker and smokes 20 cigarettes a day.

Manufacturer narrative:
The manufacturer did not receive the affected device or x-rays for review. According to the report from the clinician, the device will not be returned. The lot numbers of the affected device was received and the device history record was reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. When more information is received, an updated report will be submitted. (B)(4).